Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door there was fluid leaking from the cassette. The pt was advised to contact his pd nurse. He retained the set and is making it available for eval. During follow up the pt's pd nurse reported that his effluent is clear. He was treated with prophylactic antibiotic 1g vancomycin. He has had no signs of infection. No adverse event reported at this time.